Event description:
It was reported that upon inserting the crystalens at50ao iol into the pt's left eye using an amo silver inserter, the surgeon noticed the leading haptic plate was amputated. The incision was enlarged and the lens was removed and replaced with a different lens. The pt's prognosis is stable.

Manufacturer narrative:
Per the crystalens directions for use (dfu) the amo inserter is not a recommended insertion device for the crystalens iol. The lens has been requested, but has not been received by bausch and lomb to date. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.